Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic dissection using three gore® tag® thoracic endoprostheses with gore® introducer sheath with silicone pinch valve (ts2430/7523304). During the procedure, removal of the gore® dryseal sheath resulted in traumatic injury to the right external iliac artery. A stent (unknown manufacturer) was implanted to treat the external iliac artery. After that, compartment syndrome around the injury was reported. Surgical decompression was performed. The patient tolerated the procedure. On (B)(6) 2011, the patient passed away due to pneumonia. No further information is available.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic dissection using three gore tag thoracic endoprostheses with gore introducer sheath with silicone pinch valve (ts2430/7523304). During the procedure, removal of the gore introducer sheath with silicone pinch valve resulted in traumatic injury to the right external iliac artery. A stent (unknown manufacturer) was implanted to treat the external iliac artery. After that, compartment syndrome around the injury was reported. Surgical decompression was performed. The patient tolerated the procedure. On (B)(6) 2011, the patient passed away due to pneumonia. No further information is available.